Event description:
Customer reported unexpected negative reactions in a sample with a historical anti-fyb. This sample was run on galileo with capture r ready screen pooled (crrs) and the result was negative.

Manufacturer narrative:
The customer's returned product and sample were tested on an in-house galileo. Testing with returned crrs pooled, lot cw 193 reacted positive. Testing with retention crrs pooled, lot cw 193 reacted weak positive. Testing with retention crrs pooled, lot cw 196 reacted positive. The reactivity of the fyb antigen was confirmed on retention lot cw193 and cw196.